Event description:
During the implant procedure, a blood clot and tissue was found on the sensor. After advancing the 0.18" wire, it became stuck on a defibrillator lead. The sensor delivery catheter was pulled out, rinsed, agitated, and reinserted, but it still became stuck on the defibrillator lead. The sensor was removed again and it was observed to have clot and tissue on it, and to have pulled away from the delivery catheter. A replacement sensor was used to complete the implant with no further issues and no adverse consequences to the patient.

Manufacturer narrative:
The following components were received in the return: cardiomems catheter assembly with tether wires and sensor intact, flash drive, and user manual. Visual inspection of the hub was found to be normal. Visual inspection of the skiving portion of the catheter was found to be normal. Visual inspection of the sensor identified no exterior damage, but blood and tissue were observed on the sensor. The sensor was observed to be slightly lifted from the delivery system. Inspection of the length of the catheter was found to be normal, with minimal kinking or use damage. The results of the investigation are that there are no product anomalies identified that contributed to the event description. The cause of the reported event could not be determined.